Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, when inserting screw, it wore out all of contact part of peek and screw eventually came out posteriorly. Due to the issue of the product surgeon had to revise the implant and change the zephir plate.

Manufacturer narrative:
Corrected data: product analysis: visually and optically identified upper bone screw boss flange deformed. Event description states: " peek implant were totally worn out simply because he gave extra turns after screw head had passed nitinol wire.¿ peek prevail surgical technique instructs: ¿important: once the screw head passes the nitinol wire, do not drive the screw further into the vertebral body. Only a quarter to a half turn is recommended.¿ the above observations are consistent with over-driving the bone screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.